Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry door was unable to close fully. The site reported the door would reach "97%" of the way closed, then stopped with a small visible gap between the doors. The pendant reported "door open" and couldn't expose. The site used the another imaging system for the remainder of the procedure. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192. H6: multiple annex a codes were coded for this event. A090501 was coded for the system not exposing. A1102 was coded for the pendant saying "door open." A150204 was coded for the door not closing. H3, h6: the system was serviced in the field and the rotor was out of alignment. The manufacturer representative (rep) realigned the rotor and the issue was resolved. B01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.